Manufacturer narrative:
Block h6 patient code e1906 is being used to capture the reportable event of unspecified infection.

Event description:
It was reported to boston scientific corporation that a bib intragastric balloon system was implanted on an unknown date. The patient reported that she had the balloon implanted to help with postpartum weight loss. After having the balloon implanted, she started to experience the following symptoms: severe discomfort, persistent bloating, excessive gas, and ultimately, a stomach inflammation and stomach infection. The patient completed the 6-month balloon but did not lose any weight. It was reported that she followed all the guidelines and dietary recommendations. Note: us IFU states in the precautions - the physiological response of the patient to the presence of the igb may vary depending upon the patient's general condition and the level and type of activity. The types and frequency of administration of drugs or diet supplements and the overall diet of the patient may also affect the response.

Event description:
It was reported to boston scientific corporation that a bib intragastric balloon system was implanted on (B)(6) 2024. The patient reported that she had the balloon implanted to help with postpartum weight loss. The balloon was filled to 545 cc with normal saline. After having the balloon implanted, she started to experience the following symptoms: severe discomfort, persistent bloating, excessive gas, and ultimately, a stomach inflammation and stomach infection. The patient completed the 6-month balloon program on (B)(6) 2025, she stated she did not lose any weight, but the initial weight was 103 kg with bmi 40 and event weight 97.5 kg with bmi 37.9. The patient was also prescribed the following medication - levothyroxine. It was reported that she followed all the guidelines and dietary recommendations. Note: us IFU states in the precautions - the physiological response of the patient to the presence of the igb may vary depending upon the patient's general condition and the level and type of activity. The types and frequency of administration of drugs or diet supplements and the overall diet of the patient may also affect the response.

Manufacturer narrative:
Additional information: a4a weight and unit of measure - weight b5 describe event or problem b7 other relevant history d6a implant date d6b explant date.